Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The target lesion was located in the mid left anterior descending (lad) artery. After engaging a 6f guide catheter, a non-bsc guidewire was advanced to the lesion without difficulty. Predilation was performed with a 1.5mm balloon catheter up to 2.5mm. A 3.00x38mm promus element¿ plus drug eluting stent was advanced but failed to cross the lesion. When the stent was pulled out, the stent was noted to be shortened. The procedure was completed with a 3.0 x 38mm promus element¿ plus stent. No patient complications were reported.